Manufacturer narrative:
An event regarding infection involving a uhr head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: cat# 06-2898; c-taper cocr lfit head 28mm/-3; lot# de4d8t. Cat# 6070-0935a; omnifit hfx hip stem size #09 132; lot# yp8ear. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : not returned to the manufacturer.

Event description:
Left hip hemi arthroplasty. The revision today was secondary to infection. No further information is available from surgeon or hospital.